Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during injecting, the doctor did not have the injector in the eye far enough, causing lens to come out of the incision. Capsule damage and a vitrectomy were reported as complications of the procedure. Another lens of a different model was placed in the sulcus. This report refers to the patient's left eye. Additional information has been requested but no new information has been received. The inserter that was used during this event is reported under 1119279-2014-00206.